Event description:
We have multiple reports of tubing cracking resulting in the medication leaking out of the tubing. Cracking is occurring at the site where it attaches to the intravenous port when infused.